Event description:
Customer discovered, while performing pre-use checks, the ventilator came up with the error code "pft". The fse discovered the 1618 pcb was defective. The fse replaced the defective 1618 pcb, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturer's specifications. Ventilator was returned back to service. No patient involvement or injury.